Manufacturer narrative:
Details of complaint: on (B)(6) 2021, the customer at (B)(6) hospital reported the following issue with mu-971ra; sn (B)(6), from patient monitoring: cns shutdown unexpectedly. Investigation summary: the root cause of the issue was determined to be degraded hard drives considering the age of the unit and lack of maintenance records provided to nka. The overall risk of this event, taking into consideration of severity and probability, is "medium". The reported issue does not require further investigation through CAPA process since the issue was caused due to user negligence of hard drive maintenance leading to its degradation. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that their central nurse's station (cns) shutdown unexpectedly.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) shutdown unexpectedly. They tried swapping the hdd's, but the device displayed a "protect keys" error. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) shutdown unexpectedly.